Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause for no image is related to parts of the patient board set (ap board, dr board) deteriorating over time. A design change was made to the operational amplifier circuitry of the dr-board. This product was manufactured prior to the design change. The lock or connector pin of the video connector receiver was worn out due to prolong use. Additionally, the lock failed due to excessive force applied to unlock the lever or the scope cable was withdrawn prior to lowering the lever. The instructions for use (IFU) states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the olympus service center . The evaluation confirmed there was a black/no image issue when tested with 180 series type endoscopes due to defective/faulty patient board (ap and dr) sets. Additionally, the device has a worn/loose scope socket connector and does not hold the endoscope connection properly. The service evaluation recommended a software version upgrade. The device was repaired and returned to the customer. A review of the repair history indicates the device was last serviced via repair on (B)(6) 2017; only inspection was performed as no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use of an unspecified diagnostic procedure, the evis exera iii video system center was found to have a no image malfunction. No patient injury or harm was reported.